Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 16-oct-2019. The most recent information was received on 04-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain/ persistence of pain after surgery') and pruritus ('itching') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pruritus (seriousness criterion medically significant), fatigue ("fatigue"), metal poisoning ("possible residual chronic heavy metal poisoning"), myalgia ("intense muscle pain (back, arms, legs) consistently for the past 5 years"), paraesthesia ("tingling in the hands and feet"), pain in extremity ("sensation of limbs being stretched to the point of pain"), disturbance in attention ("varying levels of concentration"), aphasia ("difficulty finding words"), amnesia ("memory loss") and anxiety ("frequent night-time anxiety, experienced to a very considerable degree"). The patient was treated with surgery (hysterectomy with adnexectomy with essure removal) and planned stay at a pain centre from (B)(6) 2021. Essure (ess205) was removed in 2020. At the time of the report, the pelvic pain, myalgia and pain in extremity had not resolved, the pruritus, metal poisoning, paraesthesia, disturbance in attention, aphasia, amnesia and anxiety outcome was unknown and the fatigue had resolved. The reporter provided no causality assessment for amnesia, anxiety, aphasia, disturbance in attention, fatigue, metal poisoning, myalgia, pain in extremity, paraesthesia and pruritus with essure (ess205). The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: onset period: for more than 5 years. General condition has been deteriorating since 2008. It was reported that the patient stopped running because of the pain, and had difficulty playing the piano and drums. In follow up reporter stated the device was removed at the same time that a hysterectomy and adnexectomy were performed in 2020. Thereafter, the patient noticed a distinct relief from fatigue, but persistence of pain symptoms, which is why she was admitted to a short-stay unit at the pain centre from (B)(6) 2021 to (B)(6) 2021. Possible residual chronic heavy metal poisoning . Most recent follow-up information incorporated above includes: on 4-feb-2021: reporter provided additional information via health authority: the device was removed at the same time that a hysterectomy and adnexectomy were performed in 2020 (essure removal, removal date and procedure added). Thereafter, the patient noticed a distinct relief from fatigue (event added), but persistence of pain symptoms (pain added as event), which is why she was admitted to a short-stay unit at the pain centre from (B)(6) 2021 to (B)(6) 2021. Possible residual chronic heavy metal poisoning (event added). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 16-oct-2019. The most recent information was received on 04-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain/ persistence of pain after surgery') and pruritus ('itching') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pruritus (seriousness criterion medically significant), fatigue ("fatigue"), metal poisoning ("possible residual chronic heavy metal poisoning"), myalgia ("intense muscle pain (back, arms, legs) consistently for the past 5 years"), paraesthesia ("tingling in the hands and feet"), pain in extremity ("sensation of limbs being stretched to the point of pain"), disturbance in attention ("varying levels of concentration"), aphasia ("difficulty finding words"), amnesia ("memory loss") and anxiety ("frequent night-time anxiety, experienced to a very considerable degree"). The patient was treated with surgery (hysterectomy with adnexectomy with essure removal) and planned stay at a pain centre from (B)(6) 2021. Essure (ess205) was removed in 2020. At the time of the report, the pelvic pain, myalgia and pain in extremity had not resolved, the pruritus, metal poisoning, paraesthesia, disturbance in attention, aphasia, amnesia and anxiety outcome was unknown and the fatigue had resolved. The reporter provided no causality assessment for amnesia, anxiety, aphasia, disturbance in attention, fatigue, metal poisoning, myalgia, pain in extremity, paraesthesia and pruritus with essure (ess205). The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: onset period: for more than 5 years. General condition has been deteriorating since 2008. It was reported that the patient stopped running because of the pain, and had difficulty playing the piano and drums. In follow up reporter stated the device was removed at the same time that a hysterectomy and adnexectomy were performed in 2020. Thereafter, the patient noticed a distinct relief from fatigue, but persistence of pain symptoms, which is why she was admitted to a short-stay unit at the pain centre from (B)(6) 2021 to (B)(6) 2021. Possible residual chronic heavy metal poisoning . Most recent follow-up information incorporated above includes: on 4-feb-2021: reporter provided additional information via health authority: the device was removed at the same time that a hysterectomy and adnexectomy were performed in 2020 (essure removal, removal date and procedure added). Thereafter, the patient noticed a distinct relief from fatigue (event added), but persistence of pain symptoms (pain added as event), which is why she was admitted to a short-stay unit at the pain centre from (B)(6) 2021 to (B)(6) 2021. Possible residual chronic heavy metal poisoning (event added). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 16-oct-2019. The most recent information was received on 04-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain/ persistence of pain after surgery') and pruritus ('itching') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pruritus (seriousness criterion medically significant), fatigue ("fatigue"), metal poisoning ("possible residual chronic heavy metal poisoning"), myalgia ("intense muscle pain (back, arms, legs) consistently for the past 5 years"), paraesthesia ("tingling in the hands and feet"), pain in extremity ("sensation of limbs being stretched to the point of pain"), disturbance in attention ("varying levels of concentration"), aphasia ("difficulty finding words"), amnesia ("memory loss") and anxiety ("frequent night-time anxiety, experienced to a very considerable degree"). The patient was treated with surgery (hysterectomy with adnexectomy with essure removal) and planned stay at a pain centre from 25 to (B)(6) 2021. Essure (ess205) was removed in 2020. At the time of the report, the pelvic pain, myalgia and pain in extremity had not resolved, the pruritus, metal poisoning, paraesthesia, disturbance in attention, aphasia, amnesia and anxiety outcome was unknown and the fatigue had resolved. The reporter provided no causality assessment for amnesia, anxiety, aphasia, disturbance in attention, fatigue, metal poisoning, myalgia, pain in extremity, paraesthesia and pruritus with essure (ess205). The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: onset period: for more than 5 years. General condition has been deteriorating since 2008. It was reported that the patient stopped running because of the pain, and had difficulty playing the piano and drums. In follow up reporter stated the device was removed at the same time that a hysterectomy and adnexectomy were performed in 2020. Thereafter, the patient noticed a distinct relief from fatigue, but persistence of pain symptoms, which is why she was admitted to a short-stay unit at the pain centre from (B)(6) 2021 to (B)(6) 2021. Possible residual chronic heavy metal poisoning most recent follow-up information incorporated above includes: on 4-feb-2021: reporter provided additional information via health authority: the device was removed at the same time that a hysterectomy and adnexectomy were performed in 2020 (essure removal, removal date and procedure added). Thereafter, the patient noticed a distinct relief from fatigue (event added), but persistence of pain symptoms (pain added as event), which is why she was admitted to a short-stay unit at the pain centre from (B)(6) 2021 to(B)(6) 2021. Possible residual chronic heavy metal poisoning (event added) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 16-oct-2019. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain/ persistence of pain after surgery') and pruritus ('itching') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pruritus (seriousness criterion intervention required), fatigue ("fatigue"), metal poisoning ("possible residual chronic heavy metal poisoning"), myalgia ("intense muscle pain (back, arms, legs) consistently for the past 5 years"), paraesthesia ("tingling in the hands and feet"), pain in extremity ("sensation of limbs being stretched to the point of pain"), disturbance in attention ("varying levels of concentration"), aphasia ("difficulty finding words"), amnesia ("memory loss") and anxiety ("frequent night-time anxiety, experienced to a very considerable degree"). The patient was treated with surgery (hysterectomy and adnexectomy with essure removal) and planned stay at a pain centre from (B)(6) 2021. Essure (ess205) was removed in 2020. At the time of the report, the pelvic pain, myalgia and pain in extremity had not resolved, the pruritus, metal poisoning, paraesthesia, disturbance in attention, aphasia, amnesia and anxiety outcome was unknown and the fatigue had resolved. The reporter provided no causality assessment for amnesia, anxiety, aphasia, disturbance in attention, fatigue, metal poisoning, myalgia, pain in extremity, paraesthesia and pruritus with essure (ess205). The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: onset period: for more than 5 years. General condition has been deteriorating since 2008. It was reported that the patient stopped running because of the pain, and had difficulty playing the piano and drums. In follow up reporter stated the device was removed at the same time that a hysterectomy and adnexectomy were performed in 2020. Thereafter, the patient noticed a distinct relief from fatigue, but persistence of pain symptoms, which is why she was admitted to a short-stay unit at the pain centre from (B)(6) 2021. Possible residual chronic heavy metal poisoning. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-nov-2021: update to quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 16-oct-2019. The most recent information was received on 15-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain/ persistence of pain after surgery') and pruritus ('itching') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pruritus (seriousness criterion intervention required), fatigue ("fatigue"), metal poisoning ("possible residual chronic heavy metal poisoning"), myalgia ("intense muscle pain (back, arms, legs) consistently for the past 5 years"), paraesthesia ("tingling in the hands and feet"), pain in extremity ("sensation of limbs being stretched to the point of pain"), disturbance in attention ("varying levels of concentration"), aphasia ("difficulty finding words"), amnesia ("memory loss") and anxiety ("frequent night-time anxiety, experienced to a very considerable degree"). The patient was treated with surgery (hysterectomy and adnexectomy with essure removal) and planned stay at a pain centre from 25 to (B)(6) 2021. Essure (ess205) was removed in 2020. At the time of the report, the pelvic pain, myalgia and pain in extremity had not resolved, the pruritus, metal poisoning, paraesthesia, disturbance in attention, aphasia, amnesia and anxiety outcome was unknown and the fatigue had resolved. The reporter provided no causality assessment for amnesia, anxiety, aphasia, disturbance in attention, fatigue, metal poisoning, myalgia, pain in extremity, paraesthesia and pruritus with essure (ess205). The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: onset period: for more than 5 years. General condition has been deteriorating since 2008. It was reported that the patient stopped running because of the pain, and had difficulty playing the piano and drums. In follow up reporter stated the device was removed at the same time that a hysterectomy and adnexectomy were performed in 2020. Thereafter, the patient noticed a distinct relief from fatigue, but persistence of pain symptoms, which is why she was admitted to a short-stay unit at the pain centre from (B)(6) 2021 to (B)(6) 2021. Possible residual chronic heavy metal poisoning. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 16-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pruritus (seriousness criterion medically significant), myalgia ("intense muscle pain (back, arms, legs) consistently for the past 5 years"), paraesthesia ("tingling in the hands and feet"), pain in extremity ("sensation of limbs being stretched to the point of pain"), disturbance in attention ("varying levels of concentration"), aphasia ("difficulty finding words"), amnesia ("memory loss") and anxiety ("frequent night-time anxiety, experienced to a very considerable degree"). At the time of the report, the pruritus, myalgia, paraesthesia, pain in extremity, disturbance in attention, aphasia, amnesia and anxiety outcome was unknown. The reporter provided no causality assessment for amnesia, anxiety, aphasia, disturbance in attention, myalgia, pain in extremity, paraesthesia and pruritus with essure (ess205). The reporter commented: onset period: for more than 5 years. General condition has been deteriorating since 2008. It was reported that the patient stopped running because of the pain, and had difficulty playing the piano and drums. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.